Event description:
It was reported that customer observed that insulin gauge displayed amounts different than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined additional troubleshooting, therefore no additional event information was available.